Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, the philips field service engineer (fse) discovered water inside the unit when he opened it up. There was no reported patient or user involvement and no adverse patient/user impact.